Event description:
Event description guidant received information that one of this sub-q array's defibrillation legs appeared to be fractured. This observation was made via x-ray. It was reported that the array had been previously capped, and was not in service when this observation was made. A guidant technical services (ts) consultant discussed the low rate of occurrance for this specific observation. There have been no reported symptoms associated with this clinical observation.